Manufacturer narrative:
The returned closure tops were evaluated. By reviewing the provided photo of the x-ray and the closure tops themselves, it was determined that two closure tops migrated post-operatively instead of just one as had been reported. The witness marks on the closure top show that the closure top only contacted the rod on one side, indicating the rod was not reduced across both sides of the tulip. This closure top would not have been fully locked into place upon installation and would have been allowed to migrate post-operatively. The labeling was reviewed and it instructs the user to fully reduce the rod into the tulip using a variety of instruments prior to final tightening the closure top in place. The manufacturing records were unable to be reviewed since the lot number is not known. Reference reports 3012447612-2018-00070 and 3012447612-2018-00071.

Event description:
It was initially reported that one closure top backed out post-operatively and a revision surgery was performed to remove and replace the closure top and a broken screw without reported patient harm. However, it was determined that two closure tops had backed out post-operatively when the provided photo of the x-ray was reviewed by zimmer biomet spine personnel. This is report 3 of 3 for this event.